Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the specific root cause of the suggested event could not be identified with the available information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer powered the tower off and then back on and resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a communication error (error code b30) during a colonoscopy procedure. The issue did not affect the therapeutic outcome for the patient and the procedure was completed successfully with the same device after powering the tower off and then back on. However, the procedure was delayed by eighteen minutes. The patient's anesthesia was extended by approximately ten minutes. The procedure did not need to be cancelled or postponed. The patient was not impacted and there was no medical intervention required due to the delay. There were no reports of patient harm or impact associated with this event.